Event description:
Same case as MFR's report #: 6000089-2006-02559. It was reported that during a pci procedure, the maverick2 balloon ruptured. The 1.5 x 15 balloon ruptured on the 2nd inflation at 6 atm, and then the 2.5 x 12 balloon ruptured on the initial inflation at 6 atm. The lesion being treated was located in the 99% stenotic and severely calcified left anterior descending (lad) artery. The procedure was completed with a third maverick balloon. Pt status was reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.